Event description:
Siphon guard split away from the silicone housing, requiring revision of the valve. Surgeon requests a letter with results.

Manufacturer narrative:
A precision valve in-line medium low 70mmh2o with siphonguard p/n 82-5463, was returned for eval. As received the valve had the silicone housing torn in two different locations and the siphonguard device was dislodged from the silicone housing. Complaint is confirmed, however, the cause(s) of the torn/damaged silicone housing could not be determined. The device history records for p/n 82-5463 was reviewed and verified that it was conforming to the required specs when released to stock in may of 2007. A new mold for silicone housing was introduced during 2007. Wall thickness was added in the stressed section of the housing, which would reduce the likelihood of the propagation of any small damages to the silicone material. The returned valve was mfg prior to this enhancement. Trends will be monitored for this and similar complaints. At this time, this complaint is closed.